Manufacturer narrative:
This is related to MDR number 3011632150-2023-00027. The complaint investigation is in progress. Any additional information that becomes available available will be provided in a supplemental report.

Event description:
This is related to MDR number 3011632150-2023-00027. On the (B)(6) 2023, a veryan representative was made aware of details of a procedure that involved four biomimics 3d (bm3d) devices. The vessel anatomy was reported as tortuous with a tight aortic bifurcation. The vessel was heavily calcified. The first device a bm3d 5.0 x 150mm stent (the subject of this report) was implanted using a contralateral approach. Following partial deployment of the stent, 1cm broke off during the attempted removal of the device. The 1cm portion which had deployed was fully expanded. The second stent deployed was a bm3d 5.0 x 150mm stent and was implanted in the same anatomical location where the first stent implantation was attempted but a tibial/pedal approach was used and this stent was deployed successfully. The third stent a bm3d 6.0 x 150mm stent was implanted using a contralateral approach and was reported as difficult to deploy. The fourth and last stent, a bm3d 6.0 x 125mm stent was successfully deployed using a contralateral approach. There were was no reported impact to the patient.

Event description:
This is related to MDR number 3011632150-2023-00027. On the 18-jan-2023, a veryan representative was made aware of details of a procedure that involved four biomimics 3d (bm3d) devices. The vessel anatomy was reported as tortuous with a tight aortic bifurcation. The vessel was heavily calcified. There was no vessel preparation conducted prior to insertion and advancement of the first device. The first device a bm3d 5.0 x 150mm stent (the subject of this report) was implanted using a contralateral approach to treat the distal superficial femoral artery (sfa) to p3 segment of the popliteal artery in the right leg. The physician experienced resistance when crossing the target lesion due to the presence of calcium in the vessel. It was noted that vessel calcification was creating friction with the bm3d device. Once the physician had positioned the device, they began the deployment and immediately reported resistance. The physician continued with the deployment. One centimetre (1 cm) of the stent was released before the bifurcated luer hub reached the proximal pin luer and no more of the stent could be deployed. Following partial deployment of the stent, 1cm broke off during the attempted removal of the device. The 1cm portion which had deployed was fully expanded. The physician prepared the target site with balloon angioplasty before implanting the next stent. The second stent deployed was a bm3d 5.0 x 150mm stent and was implanted in the same anatomical location where the first stent implantation was attempted but a tibial/pedal approach was used and this stent was deployed successfully. The third stent a bm3d 6.0 x 150mm stent was implanted using a contralateral approach and was reported as difficult to deploy. The fourth and last stent, a bm3d 6.0 x 125mm stent was successfully deployed using a contralateral approach. There was no reported impact to the patient.

Manufacturer narrative:
This report is related to MDR number 3011632150-2023-00027. A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots for both complaint devices showed no issues that were deemed related to the complaint investigation. A review of the received images was conducted. These were not the procedural angiographic images but were taken via smartphone. The actual angiographic images were not made available. The images showed calcification of the vessel which reflects the information provided from the physician. The images of the vessel post deployment of the stents show the separated crowns of the complaint stent which broke on removal of the delivery system. The lots for both devices passed the in-process testing. The reported information described how the bifurcation hub reached the proximal pin luer before all the stent from the first device had deployed leading to the partial deployment. This usually occurs in cases where increased deployment force is present leading to outer braid elongation. The stent fracture also noted in this case occurred as a result of the partial deployment, specifically the removal of the delivery system while approximately one centimetre (1cm) of the stent was released from the outer braid. Difficult anatomical conditions of the vessel (e.g., calcification, vessel tortuosity, and tight aortic bifurcation angles) can create friction between the delivery system, accessory devices and the vessel which can lead to increased deployment forces as seen in this instance. The instructions for use (IFU) states that if there is unexpected resistance at the start of the deployment, the device should be removed carefully without deploying the stent. The information reported included details that the vessel anatomy was tortuous, severely calcified and included a tight aortic bifurcation. There was no vessel preparation conducted prior to advancement of the bm3d device to its target site. The IFU recommends pre-dilation of the lesion using percutaneous transluminal angioplasty (pta) techniques before stenting. Vessel preparation was performed following the partial deployment, which resulted in the successful deployment of three subsequent bm3d stents. This supports the conclusion that inadequate vessel preparation contributed to the increased deployment force noted during the deployment of the first device. In this case the target site extended into the p3 popliteal segment which is below the cortical margin of the femur and is outside the indications for use as per the IFU. The complaint investigation was categorised as a "partial deployment" for the 5.0 x 150mm stent (the subject of this report) and "difficult to deploy" for the third 6.0 x 150mm stent. The cause categories assigned were "anatomy, disease/disease progression and user". The complaint was not related to a deficiency of the device.